Event description:
Patient was undergoing treatment for cerebral infarction. Aspiration was performed with penumbra system 054 for occlusion in the ica, however, revascularization failed. A guide wire (radiofocus 0.035) was also used to clear the clot, and succeeded in recanalization, but angiography revealed dissection. There was no problem in blood flow. The physician commented that the relevance between the penumbra system and the dissection is not deniable since this event was confirmed after recanalization by aspiration with the psc054.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.